Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which a nurse felt a shock when the device was touched was not confirmed or reproduced by baxter service personnel. Therefore, no cause could be determined and no repairs were made for the reported condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump in which the nurse felt a shock when the device was touched. This condition has the potential to cause an interruption of delivery. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement; therefore, patient injury or medical intervention were not reported to have occurred. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.